Event description:
It was reported by service report that there was a broken fowler weld that made the fowler inoperable. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler weldment. Replacement parts are on order and will be installed upon receipt.